Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in multiple inappropriate shocks. The patient was noted to have been swimming in a river at the time therapy was delivered. Device data was sent to technical services (ts) for review. Ts recommended determining the patient surroundings to determine whether noise was cause by electromagnetic interference (emi). X-ray confirmed the system was in a similar place as implant. This system remains in service. No adverse patient effects were reported.